Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
The core universal driver was sent for evaluation because it was running on its own without activation during a procedure. The procedure was completed with a readily available alternate device. No adverse event was associated with the device. No procedure delay.